Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that upon insertion of the xience alpine onto the guide wire, the distal end strut became flared during wipe down of the guide wire. The device was not used. A new xience alpine was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the stent implant was dislodged from the balloon and was returned. The struts of the first ring at the distal end of the stent implant were flared.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The stent damage and dislodgement were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the wiping down of the device resulted in the stent damage and dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The stent had dislodged during wipe down of the guide wire with a 4x4 gauze. No additional information was provided.